Event description:
It was reported that the valve did not work. They did not see csf through the valve. It was not working while testing in the water. The event occurred intraoperatively with no pt contact. There was no reported impact to the pt.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.